Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue and purple pixels appeared adjacent to the probe. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.